Event description:
A malfunction on the pump was reported by the caller, with a specific malfunction code identified. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.